Event description:
A split was found in the pvc tubing about 1/16 of an inch below the connector of the arterial-venous fistula needle set. When the tubing became pressurized at the initiation of dialysis, leakage occurred through the split. The attending healthcare provider stopped the pump, clamped and cut the tubing off below the split section. A new connection was attached and dialysis was completed without further incident. The reporter blood loss was described as minimal, and the patient is reported to "ok".